Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received (B)(4) samples and two photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for inadequate separation of samples with the incident lot was not observed. However, the customer's indicated failure mode for missing labels with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: the investigation cannot confirm the customers product defect of poor separation. The investigation confirms the customers product defect of missing labels. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ were not separating the patient samples. The return devices were missing labels. No report of serious injury or medical intervention.